Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 71 mg/dl, 99 mg/dl, 106 mg/dl and 121 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter alleged that at another time, she obtained discrepant back to back blood glucose results of 232 mg/dl, 150 mg/dl, and 83 mg/dl on the same system within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.